Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette had leaked. The home patient (hp) was connected. The hp stated that when the door was opened to remove the cassette the hp noticed that line from the heater bag had become detached from the cassette inside the door. The hp shut off the amia because there was fluid leaking all over the floor, and would perform continuous ambulatory peritoneal dialysis to complete the therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.